Event description:
The physician attempted to hook up the paps1 to the pump but noticed it was cracked. Replaced with another paps1 and completed the case.

Manufacturer narrative:
Technical eval: the canister was cracked on the side. Conclusion: the crack could be attributed to handling during transit. The damage could also be related to the packaging of the canisters. (B)(4).